Event description:
The patient presented in asystole, pulseless an apneic with cardiopulmonary resuscitation (CPR) in progress. The auto-pulse was applied and malfunctioned several times giving a code 17 and would not operate properly. Had to restart device several times to operate. Pulse was never regained and patient was pronounced on scene.